Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 1.1 was not opening and failed. A field service engineer (fse) arrived on site and found no drawer failures. The fse checked all voltages, and they were within the manufacturer's specifications. The customer inventoried the station, and there were no reboots. The fse also checked the station logs and found no issues. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 1.1 had failed to open and could not be recovered. The device repeatedly froze and rebooted on its own. The customer had attempted storage space recovery and rebooting the station, but the attempts were failed. There were no adverse events or injuries reported based on this event.